Manufacturer narrative:
The implicated product is a plastic port with a 8.0 fr. Attachable catheter in a peel-apart percutaneous introducer system. The product received for evaluation is a loose 8.0 fr. Catheter segment measuring 8.5 inches long. The proximal end is ragged and terminates in a tail encompassing approx. 1/3 of the catheter's circumference. Four individual depth markers are printed on the catheter's outer diameter with the 4-dot marker the most proximal, .3 inches from the proximal end. The plastic port has a short segment of tubing fitted over the port stem with <0.1 inches of distal stem tip extending beyond the tubing. A single monofilament nylon suture is threaded through the port's 7 o'clock suture hole (viewing the port from above with the stem facing the examiner. The strain-relief and cath-lock are received loose. The cath-lock is in multiple pieces on receipt. A lot history review reveals no related mfg issues and no similar complaints for this lot. Magnifying the port stem by 10x and viewing from above, the superior surface of the tubing fitted over the port has a relatively large, irregular circular hole near is distal tip. The proximal edge is broken and rough and light impressions resembling hemostat-like serrations can be seen in the blue radiopaque stripe. On the port's reverse or inferior aspect, the tubing has multiple small, irregular holes near the mid-point and a large "u" shaped distal edge. The distal face of the port stem tubing is broken and uneven. The proximal end of the loose tubing segment reveals a rough, broken edge with a irregular tail extending <- 0.1 inch beyond the tubing's circumference. A relatively close match is achieved when comparing the severed tubing edges to each other. All the damage to the tubing ends is consistent with blunt trauma as opposed to being cut with a scissors or blade. Except for a single piece containing hemostat-like serrations, magnified views of the shattered cath-lock and strain relief are unremarkable. The serrated impressions on at least one piece of the broken cath-lock are evidence of mechanical manipulation. While this may have occurred during device implantation, fragmenting the hard plastic of the cath-lock without the aid of mechanical compression is quite unlikely. Tactual exam of the catheter is unremarkable and patency of all components is demonstrated by flushing and aspirating water with a 12cc syringe. The port is accessed with a 22 ga. Non-coring needle. The complaint of a broken port/catheter connection with embolization of the catheter is confirmed. It should be recorded as user-related. The blunt trauma cited on the severed catheter ends combined with the mushroomed tuibng at the port stem base indicated the cath-lock had been malpositioned over the port/catheter joint. This mis-alignment can create compression pressures sufficient to cut through the tubing, causing it to fail and ultimately embolize. The product instructions for use provides specific directions for the

Event description:
Port had been in place 2-3 weeks when the cathether broke at the port/catheter connection. The catheter embolized and was snared out. The port was also removed.